Manufacturer narrative:
The article does not indicate the manufacturer of the microvascular anastomotic coupling device (macd). The product is not available for eval. A review of the device history record was not possible since the lot number was unavailable. The author stated that complications of the macd migration did not result in any deleterious effects in this pt. It is the opinion of the author that the use of a macd involves potential risks, normally associated with any implanted device, including device migration, as was encountered with this case.

Event description:
Microsurgery volume 34, issue 4, article first published online: 24 jan 2014, case study of venous coupler migration causing skin erosion months after a free flap procedure. The pt's left radial forearm flap was utilized to cover over the medial aspect of the right first metatarsophalangeal joint. Venous anastomosis was accomplished using 2.0mm microvascular anastomotic coupling device (macd). The pt healed well had an unremarkable postoperative course. Five months later, the pt right foot was placed in a cast following for joint fusion. One month later, the pt presented with a small nonhealing wound in the distal leg over the area of arterial and venous anastomoses. Exploration of the wound revealed that the intact venous coupler had liberated itself from the anastomotic site and migrated superficially, causing the skin erosion.